Event description:
During a test, the catheter was to be removed, but the balloon would not deflate. Hosp called in to co and was faxed literature on various methods that can be used to deflate the balloon. Using this info, the balloon did deflate.